Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for benchtop investigation. According to the clinical notes, the patient had a calcified vessel condition, and a washout procedure was performed for the hematoma noted at the impella site. The cause of the access site bleeding was most likely calcified vessel patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 52-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had an impella 5.5 support ongoing when the patient experienced pain from the access site hematoma. The hematoma was treated after a week of support with a washout. The pump remains on for support for the patient.